Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial stent was used during a bronchial stent placement procedure performed in the left mainstem brochus on (B)(6) 2015. According to the complainant, the stent was to be placed to treat a 3x3cm central airway obstruction (cao) due to cancer. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the stent placement. There was no visible damage noted to the device prior to use. During the procedure, the suture did not unravel and the stent was unable to be deployed. The catheter also became bowed. The procedure was not completed due to this event but the complainant reported that on (B)(6) 2015 a stent was successfully implanted within the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent suture was knotted.

Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial stent with the delivery system was returned for analysis. Visual examination of the returned device found that the stent was fully crocheted onto the delivery catheter. During functional analysis, a restriction was met and the stent could not be deployed; a double knot was found at the point of release from the stent. The suture was dissected, pulled through the last crochet stitch and the stent was able to be deployed without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was mounted on the delivery system. Investigation determined that during the post crochet process, the suture had been inadvertently passed through the last crochet stitch. When the deployment suture was pulled during the clinical procedure, a knot formed which prevented deployment of the stent. Therefore, the most probable root cause for this complaint is manufacturing. An investigation has been initiated to address this issue. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.